Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus epidermis, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) nurse this patient on pd therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, another pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which was positive for growth of the bacteria staphylococcus epidermis. The patient was diagnosed with peritonitis. The patient is being treated with antibiotic therapy utilizing vancomycin (1 gram) and oral rifampin (600mg). The patient is reported to be recovering from the event. The patient remained in the hospital pending discharge at the time follow-up was conducted. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique.